Event description:
It was reported the guide extension catheter shaft broke. The target lesion was located in the proximal left anterior descending (lad) artery. The physician passed the guidezilla¿ through an unspecified guide catheter without any problems. During advancing the guidezilla to the lesion resistance was met, the physician decided to withdrawal the guidezilla. Within the guiding catheter strong resistance was met but he could not see any kinking on the x-ray. The physician pulled the guidezilla again and suddenly the guidezilla tore apart. He was able to withdrawal the whole device within the guiding catheter. The procedure was completed without mother and child system. No patient complications were reported and the patient status is stable

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter in two pieces. Microscopic examination revealed numerous kinks throughout the shaft. The outer diameter (od) of the undamaged portion of the shaft was measured and found within specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination revealed that the shaft inside the collar was damaged. A mach1 6f guide catheter was used for functional testing. The inner diameter (ID) of the new mach1 guide catheter was measured and deemed compatable. Functional testing was performed by inserting the distal shaft of guidezilla through the hub of the mach1 guide catheter; however, the guidezilla device was unable to advance due to the shaft kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the guide extension catheter shaft broke. The target lesion was located in the proximal left anterior descending (lad) artery. The physician passed the guidezilla through an unspecified guide catheter without any problems. During advancing the guidezilla to the lesion resistance was met, the physician decided to withdrawal the guidezilla. Within the guiding catheter strong resistance was met but he could not see any kinking on the x-ray. The physician pulled the guidezilla again and suddenly the guidezilla tore apart. He was able to withdrawal the whole device within the guiding catheter. The procedure was completed without mother and child system. No patient complications were reported and the patient status is stable.